Manufacturer narrative:
Bone fragments recovered from inside of the device during investigation. Subject device was returned for evaluation. Visual examination confirmed the reported failure mode of ¿broken tip¿. The flex cut portion of the drills shaft is unwound proximal to the broken drill head. The drill head remains on the passing pin secured in place by bone fragments. The passing pin is heavily scored proximal to its tip. It appears that the drill became wedged at the passing pin tip and during the attempted removal the head broke off at the start of the spiral (flexible portion) on the drill shaft. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. A complaint history review has not identified additional complaints for the manufactured lot number on file. Per results of the investigation, the root cause is ¿undetermined¿. At this time, no further investigation will be implemented. (B)(4).

Event description:
During an anterior cruciate ligament (acl) reconstruction procedure utilizing the flexible 4.5 mm clancy reamer/drill bit, it was reported that the tip of the drill broke during use. It was reported that the broken portion remained on the passing pin. Back up device was available and the procedure was completed successfully. (B)(4).